Event description:
Purchased breast pump for $60. Pump does not work - motor goes on but does not cause breasts to release milk. Unable to return pump due to nature of product.

Event description:
Add'l info rec'd from MFR 4/26/01: co believes the breast pump that was purchased is sku #1068. The issue could be something as simple as the bottle not being completely snapped into the pump arm. However, without having the product to evaluate, it is difficult to determine the root cause of the pump not expressing milk. This breast pump is produced in china. The first years contracts an independent testing agency to perform onsite sample inspections of each lot before it is shipped. When product arrives at the first years, another sample is inspected at co's facility. While sampling cannot identify every issue, it is an industry accepted indicator of the quality of a given lot.